Manufacturer narrative:
Block h6: device problem code 3191 is being used to capture the reportable issue of aborted/unknown procedure outcome. Block h10: a symphion controller was returned for evaluation. Based on a thorough review of the complaint, the console was returned in overall good physical condition. The procedure sheath and cassette was not returned with the console. The console was tested as per cis - genesys hta functional feature test (B)(6). The reported complaint was not confirmed. The console passed all testing functional and electrical safety testing with no issues. Therefore, the most probable conclusion is no problem detected. The device displays error message could not be replicated during functional testing and no other fault conditions were identified during testing. The analysis of the available information in the complaint did not find any fault conditions within the product. The evidence from the product investigation review did not identify a potential product quality issue or new patient harm. It can be concluded that the consoler operates as intended with no issues.

Event description:
It was reported to boston scientific corporation on october 1, 2020 that a genesys hta 115v control unit was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a leak error message was received. Reportedly, there were no visible fluid leaks noted. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis, however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 1, 2020 that a genesys hta 115v control unit was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a leak error message was received. Reportedly, there were no visible fluid leaks noted. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event.